Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The pump was received with a cracked reservoir tube lip and a severely scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the keys were unresponsive on the insulin pump for a few hours. Customer tried to restart the pump. Customer's blood glucose was 136 mg/dl. Customer removed and inserted a new battery but the issue was not resolved. Customer was advised that the pump will be replaced and to change the quick sets every 3 days.